Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the 8mm long bipolar grasper instrument had a frayed cable. It is unknown if a fragment fell into the patient but no post-operative test(s) to look for fragments in the patient were performed. The procedure was completed with no reported injury.

Manufacturer narrative:
The long bipolar grasper instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.